Event description:
Gastroenterologist was having trouble pulling the peg tube through during insertion. The numbers on the tube were not showing when the tube met resistance. The tube was pulled harder. Upon checking the peg tube site with the scope, physician noticed a small tear in the esophagus.